Event description:
It was reported that the right ventricular (rv) lead had high sensing integrity counts indicating oversensing and an impedance trend that appears to be slightly rising. The atrial lead impedance has also risen by a very small amount. It was also reported there was one episode of non-sustained ventricular tachycardia. It was later reported that isometrics were performed, however; the results were negative. Both leads are being monitored and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.